Event description:
Physician had put a lot of back pressure on the stent to get it to deploy. That resulted in the stent elongating around 15%. They finished the case by placing a second stent that was going to be placed either way.